Event description:
Changes in stimulation after the implant flipped. During a lead revision procedure, the surgeon decided to replace the implant. Patient was implanted with a new advanced bionics spinal cord stimulator.